Event description:
It was reported the patient experienced major bleeding post tandemheart insertion during support. It was reported that the event resolved and that the relationship between the adverse event and tl products was tandemheart insertion. Surgical intervention was required. There was bleeding post-op requiring multiple blood products, factor 9 (anti-coagulation) and surgical chest washouts. No further relevant information has been received to date.